Event description:
The complainant stated that the left foot caster tube has a broken weld causing the caster tube to fold under the frame.

Manufacturer narrative:
A complete caster base was sent to repair the bed.